Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different nano meters, within 10 minutes: "400+ mg/dl" (system 1) and 98 mg/dl (system 2). No adverse event reported. The same vial of strips were used with each meter reading. The alleged test strips were used and are not available for return.